Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4)has completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the pulse wire was open inside of the cable connecting ECG-b to the distribution node, which caused the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.